Manufacturer narrative:
A root cause for the report of elevated ldh/plasma free hemoglobin could not be determined through this evaluation. It was communicated that IV heparin was administered and that the patient's ldh ultimately improved. A full evaluation of the vad, could not be conducted because the patient remains ongoing on vad support. Therefore, a correlation to the reported event could not conclusively be established. No additional complaints have been reported to the manufacturer at this time. A review of the device history record revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to elevated ldh/pf hgb. There were no signs or symptoms of heart failure. It was noted that there were periods prior to admission that the patient had subtherapeutic inr, although inr was therapeutic at the time of admission. No alarms were reported for the event. The patient was medically treated with IV heparin drip. The patient's ldh improved.